Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, due to location of device is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2019 - 00626, 0001825034 - 2019 - 00628.

Event description:
It was reported patient underwent hip revision approximately 1 year post implantation due to pain. Attempts have been made and additional information on the reported event is unavailable at this time.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Reported event was confirmed by medical records and radiographs. Review of the available records identified the following: constrained left hip arthroplasty components are anatomically aligned without subluxation or dislocation. There is no fracture. Seen best on the oblique view is circumferential lucency consistent with osteolysis along the acetabular component and lucency along the fixation screw, suggesting cup loosening. There is marked protrusio deformity of the medial wall of the acetabulum. Review of the device history record(s) identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.